Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading at the time of admittance was over 480 mg/dl. Customer's mother stated that the insulin pump failed the high pressure test. No further info was provided.